Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("high risk pregnancy with essure"), haemorrhage in pregnancy ("continuous bleedings"), hyperemesis gravidarum ("hyperemesis gravidarum") and device dislocation ("essure dislocation") in a 36-year-old female patient who had essure (batch no. B0267-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure" in 2018. The patient's medical history included parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain ("strong abdominal pains"), 2 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced hyperemesis gravidarum (seriousness criterion medically significant) with vomiting and nausea and pelvic pain ("strong pains"). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), gait disturbance ("walking difficulty"), vaginal discharge ("discharge with bad odor") and mental disorder ("psychological issues"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, hyperemesis gravidarum, device dislocation, abdominal pain, pelvic pain, gait disturbance, vaginal discharge and mental disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, gait disturbance, haemorrhage in pregnancy, hyperemesis gravidarum, mental disorder, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure procedure was done in the left and right tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound foetal - on an unknown date: results not provided. Ultrasound scan - on (B)(6) 2018: results: pregnancy - 6 weeks and 5 days. Lot number b0267 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("high risk pregnancy with essure"), haemorrhage in pregnancy ("continuous bleedings"), hyperemesis gravidarum ("hyperemesis gravidarum") and device dislocation ("essure dislocation") in a female patient ((B)(6)) who had essure (batch no. B0267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure" in 2018. The patient's past medical history included (B)(6). On an unknown date, the patient had essure inserted. On (B)(6) 2018, 2 years 6 months after insertion of essure, the patient experienced abdominal pain ("strong abdominal pains"). On (B)(6) 2018, the patient experienced hyperemesis gravidarum (seriousness criterion medically significant) with vomiting and nausea and pelvic pain ("strong pains"). In 2018, the patient experienced pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), gait disturbance ("walking difficulty"), vaginal discharge ("discharge with bad odor") and mental disorder ("psychological issues"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, hyperemesis gravidarum, device dislocation, abdominal pain, pelvic pain, gait disturbance, vaginal discharge and mental disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, gait disturbance, haemorrhage in pregnancy, hyperemesis gravidarum, mental disorder, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: essure procedure was done in the left and right tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: pregnancy - 6 weeks and 5 days, on (B)(6) 2018: morphological ultrasound - results not provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.